Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level as well as low blood glucose level. Customer¿s blood glucose level was 400 mg/dl and 60 mg/dl. Customer¿s other blood glucose level was 95 mg/dl and 158 mg/dl. The customer provide details on symptoms related to the high blood glucose level and low blood glucose level episodes such as difficulty in breathing. Customer was treated with soda and insulin pump. Customer was using auto mode. Customer was using insulin pump system within 48 hours of reported low blood glucose event and high blood glucose event. Based on customer reported did not alleging insulin pump was over delivering and under delivering. Customer stated that they performed self test and the test was pass. Troubleshooting was performed for high blood glucose level and low blood glucose. The device will not be returned for analysis.